Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump declared a power source alert. The customer attempted to charge the battery, however the battery would not hold a charge and then unexpectedly shutdown. There was no adverse effect to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy and will revert to manual injections if necessary.